Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not unlock when the provider tried to access for medication during a procedure. The customer stated that there was no delay in patient care and they brought a backup medication box into the room. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were failed. Work order had cancelled and did not provide information that how the issue was resolved.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not unlock when the provider tried to access for medication during a procedure. The customer stated that there was no delay in patient care and they brought a backup medication box into the room. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 2-1 failed to open due to a damaged retractor band. A field service engineer replaced the retractor band and open/close sensor to resolve; this work is recorded in work order 01363033. The system functioned as intended.